Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a red screen with code 46011. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded and lcd lens scratched. The event history log was reviewed and functional testing was able to replicate the reported issue; turning on the pump, alarm patient data lost appeared. The root cause was determined to be the clock battery of the main board expired. The main board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.